Event description:
It was reported that a charger for the ilet bionic pancreas was not charging despite attempts with multiple power plugs, with a solid indicator light observed, consistent with a charging problem involving the battery charger component; replacement supplies were shipped. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a power source problem associated with a component failure related to the battery charger in the context of a charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.